Event description:
It was reported to philips that the device had an unspecified service/repair request. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to two faulty batteries. Upon conclusion of the evaluation, it was determined that this was a malfunction of the batteries. The customer was instructed to get replacement batteries. The device remains at the customer site.